Manufacturer narrative:
The pump passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm four times a day. The customer's blood glucose level was 214 mg/dl. The customer reported that they were able to clear the alarm and finish the process. The insulin pump will be returned for analysis.